Event description:
It was reported that a malfunction occurred on the pump with a malfunction code of malf 12. There was no adverse impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl. Technical support provided the customer with pump reset information and assisted with resetting the pump, ensuring the malfunction did not recur. The customer was instructed to continue using the pump and advised to call back if any further issues occurred.